Event description:
The facility reports the caregiver turned away while the resident was drying self and was startled when the resident grabbed for the arm as the lift tipped over. The resident suffered a laceration to left forearm requiring six stitches, a bump on head, and a skin burn on left hand.